Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer had abdominal surgery for colon cancer a few years before. After replacing the battery due to it being depleted, an impedance check was performed intra-operatively and all impedances on both leads were out of regulation and high. An impedance check was performed at a higher amplitude and the leads were removed from the header and wiped off and put back in. The consumer was under mac sedation at that time so they were allowed to be woke up and were asked if they felt stimulation which they thought they did. The hcp didn't have authorization to change the leads so the rep. And hcp accepted this. The rep. Called the consumer the next day after the replacement and they were still feeling stimulation in their back as they used to before their battery depleted. The issue was noted to be resolved. Relevant medical history includes degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.